Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found open, but no syringe was returned along with the unit. The sealant was present on manufacturing position, fully covered per the sealant sleeves, and no catheter sheath introducer (csi) was returned inserted on the device. No additional anomalies were observed during this analysis. A balloon inflation and deflation functional analysis could not be successfully achieved due to the presence of a leakage on the balloon of the unit that was identified during the inflation attempt. A high magnification evaluation of the balloon condition was performed, where the leakage origin was located, where the presence of a longitudinal tear was concluded to be the attributable cause for it. Based on the information provided, the condition reported as ¿balloon - balloon loss of pressure¿ was confirmed, due to the conditions of the unit where a leakage was observed to be present along the balloon¿s surface. Due to the presence of a longitudinal tear on the balloon¿s surface, it was concluded that handling or procedural factors could be related to the condition reported which resulted in the damage to the balloon¿s surface. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. The device was returned for evaluation.